Event description:
Misfires and freezes during use.====================== manufacturer response for clip applier, 5mm endoscopic multiple clip applier======================representative aware. Will come get device.